Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "apex hole eliminator did not lock when being screwed into the pinnacle gription 100 cup ! It went through the hole and got lost between the gription-side and the ground of the prepared acetabulum. As the surgeons did not risk to take the tight positioned cup out again, they had to leave the "lost" screw in its wrong place : the mispositioned apex he can be seen on the x-ray and it is reported in the documentation of the operation of course.